Event description:
It was observed that during the device evaluation, the camera head exhibited image noise. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it was likely that the camera cable had a malfunction that prevented normal communication, resulting in the generation of image noise. However, a definitive root cause could not be established. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.